Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. If there is any further relevant information, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported the patient experienced a transient ischemic attack (tia) / stroke symptoms. An intellamap orion¿ mapping catheter was used during an ablation procedure. The patient exhibited tia/stroke symptoms; it was unknown if a stroke was confirmed. The physician felt basket catheters might be causing clots, as nothing else in his toolset or technique changed from case to case no matter what mapping system was used, except for the use of the intellamap orion mapping catheter when he used the rhythmia mapping system. No issues were reported regarding device performance. Additional details regarding the event, symptoms, interventions, and patient status were not available.